Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer had jammed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was jammed. A technical support specialist (tss) logged into the cabinet and adjusted the power management settings and rebooted the cabinet to resolve the issue. The customer was then able to issue the medication smoothly. The system functioned as intended after the technical support specialist troubleshot the device.